Event description:
It was reported that a leak was observed from a hole in the patient line extension. The event was reported during dwell one of four on the homechoice device. The technical service representative assisted the patient with performing a manual drain and ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The patient reported that they saw a pin hole in the patient extension line, which is known to cause a leak. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.